Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope auxiliary tube was clogged. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the universal cord was dirty, which is a reportable event. This medical device report (MDR) is being submitted to capture the reported event by the customer and for the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was unidentified foreign material clogging the auxiliary channel that could not be removed. Additionally, it was observed that the universal cord was dirty. These finding were due to incorrect or insufficient reprocessing of the scope. It was observed that switch 1 and 2 was deteriorated and did not work due to corrosion. It was also observed that there was a gap between the color ring and the protector of the control section due a break in the color ring. It was lastly observed that the light guide tube was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the secondary water supply channel of the equipment was clogged with unidentifiable foreign matter. There was no physical damage where foreign matter remained and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.